Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the pump. The reported "door not fully latched" alarms were confirmed through the device's event history log. The issue was caused by a failed upper link switch. As a result, the upper auxiliary assembly was replaced.

Event description:
It was reported that a pump was alarming "door not fully latched". No patient incident reported.